Event description:
It was reported that the handpiece was sent in for repair and during testing, the device began to run on its own. This did not occur during a procedure so there was no pt involvement. There were no allegations of user injury or adverse consequences associated with this event.